Event description:
(B)(4). I received the essure procedure after my son was born. I was having some heavy periods so I got a thermal ablation and that didn't work so they did the essure. After 3 months I had pains. Cramping, and felt like contractions. This went on for 3 years. I would have a period sometimes 3 times a month. The pain is now unbearable and I am unable to do anything when I am hurting. My insurance covered this procedure. I regret doing it. I am in tears on a weekly basis.